Event description:
Consumer stated that he was only able to use for 3 day as they started to coming apart and other to break. He said while he was using the product he feel that parts of the brush came apart when (*went) to his throat and he had to see medical attention because he felt that something was on his throat bothering and hurting and he got scared and saying that what he feel in his throat was from the product.